Event description:
This case was initially received via regulatory authority igj on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in my pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel allergy. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced procedural pain ("placement was very painful") and post procedural pain ("has had leg pains / contractions afterwards (after essure placement)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), hypoaesthesia ("failure symptoms/loss of feeling in legs"), pain in extremity ("pain in my arms"), neck pain ("pain in my neck"), pain ("pain in my whole body"), fibromyalgia ("phybromyalgia"), leg pain ("leg pains/contractions"), headache ("chronic headache") and arthralgia ("pain in my hips "). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, procedural pain, post procedural pain, fatigue, hypoaesthesia, pain in extremity, neck pain, pain, fibromyalgia, leg pain, headache and arthralgia outcome was unknown. The reporter considered arthralgia, fatigue, fibromyalgia, headache, hypoaesthesia, neck pain, pain, pain in extremity, pelvic pain, procedural pain, leg pain and post procedural pain to be related to essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.